Event description:
Pt in nocturnal dialysis program woke during the night and found cuts in the main venous tubing. This occurred 2 hours and 27 minutes into treatment. An estimate of 1.5 liters blood loss was reported; however, no pt injury or need for medical intervention is reported. Pt returned to outpatient dialysis treatments. Investigation is currently being conducted into the possibility that the pt's boyfriend intentionally cut the blood tubing while the pt slept.